Manufacturer narrative:
(B)(4). Farid, y. R. (June 2025) non-biological modular knee arthrodesis for prosthetic infections with large defects at 5-year follow-up: an alternative to amputation. Techniques in orthopaedics. 40 (2) 1-7 https://doi.org/10.1097/bto.0000000000000696. D10 - concomitant devices - unknown orthopedic salvage system femoral stem catalog #: ni lot #: ni, unknown orthopedic salvage system tibial stem catalog #: ni lot #: ni, unknown orthopedic salvage system taper adapter 1cm catalog #: ni lot #: ni e1 - correspondence author. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one (1) patient underwent an open reduction and knee arthroplasty revision of intercalary components due to taper dislocation post-operatively. Attempts have been made; however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h10. H1: the previous report submission inadvertently had the summary report box checked. This supplemental report is being submitted to note this field should be marked as unchecked instead. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.